Event description:
It was reported that the patient with this pacemaker experienced syncope due to right atrial (ra) lead undersensing. Technical services (ts) was consulted and confirmed undersensing. Leas measurements remain with normal limits. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6. Patient codes.

Event description:
It was reported that the patient with this pacemaker experienced right atrial (ra) lead undersensing. Technical services (ts) was consulted and confirmed undersensing. All other measurements remain with normal limits. The device remains in service. No adverse patient effects were reported.